Event description:
Sorin group (B)(4) received a report that the stockert s3 system failed during a procedure and that the failure was accompanied by a burnt smell and a bubble alarm which could not be cleared. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s3 roller pump module stockert s3 console. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). Sorin group received a report that the stockert s3 system failed during a procedure and that the failure was accompanied by a burnt smell and bubble alarm which could not be cleared. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.